Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer reported error check vent: proximal pressure sensor calibration data error (1107), machine and proximal pressure sensors failed (1108), check vent: proximal pressure sensor range error (110d). There was no patient involvement. The remote service engineer provided the part number for the data acquisition board as well as solenoid 2 and 4.

Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer. However, there was no response received. The resolution and disposition are unknown.